Event description:
It was reported that during an arthroscopy, the connection between the screw and the baseplate is broken. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery. Further information received with a regarding crm case: it was reported that during an arthroscopy, the connection between the screw and the baseplate is broken. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.